Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Presented at 1 day post op with striae on right eye (od). Patient brought back to laser suite and flap lifted and stretched od. On (B)(6) 2013, patient presented for 1 day post op for lift and stretch od. Visual acuity sans correction (vasc) 20/25, pinhole (ph) 20/20.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013. The initial procedure was uneventful. The clinic reported this event only and did not request field service or clinical support.